Event description:
It was reported to boston scientific corporation on december 17, 2008 that a corflo cubby gastrostomy device was used in a feeding procedure in 2008. According to the complainant, the locking tab was broken and unable to lock. The procedure was completed with another corflo cubby device. No patient complications were reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.